Event description:
B braun space pump was running high dose levophed. It suddenly stopped running, alarms and the message on the screen said to turn pump off. It would not allow me to do anything else but turn off pump.